Event description:
Customer reported he was unable to test using his wife's adc blood glucose meter due to the meter not powering on with button press or test strip insertion. Customer further reported paramedics were called and upon their arrival, a reading of 31 mg/dl was obtained on the paramedic meter and he was transported to a local hospital. No further information was provided by the customer regarding the medical event as he declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: although treatment is unknown, it can be concluded that a blood glucose result of 31 mg/dl would necessitate treatment to raise blood glucose levels. All pertinent information available to abbott diabetes care has been submitted.